Manufacturer narrative:
Device powered up with a partial display consisting mostly of vertical white and multi-color lines making the display unreadable. Upon further review, there are multiple cracks within the lcd screen itself. Several pixels are seen damaged as light pressure is applied to the screen. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the illegible display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had blank display. Customer's blood glucose value was 106 mg/dl. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The device will be returned for analysis.